Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 09/16/2013 to report black substance, alleged to be oil is leaking from the motor of the purely yours breast pump during use. The release of the oil did not impact the functionality of the pump as the customer continued to use the motor unit until her replacement motor arrived. Customer did not allege any injury or burn.

Manufacturer narrative:
Customer was sent a replacement purely yours motor base on 09/16/2013 and was asked to return the original motor base to ameda, inc. For evaluation. An expedited fedex return shipping label was provided for product return. Phone calls were made to customer for return shipment of motor base. Though requested, the reported product was not returned to ameda inc. For evaluation.